Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial #: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the device stopped helping with the patient¿s pain after 3 months of use. The patient stated that the recharger overheats so he stopped charging it. The device was overdischarged. A physician mode recharge (pmr) was attempted but was unsuccessful. The issue was not resolved. No further complications were reported/anticipated.